Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: additional information block d4 (lot number and expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on july 16, 2024. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7was analyzed, and a visual evaluation noted that the ligator housing did not have any bands attached and the handle slot had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. There were no device problems noted during device analysis, the ligator housing was returned without any bands attached, and the handle has evidence that the trip wire was secured. Based on all available information and analysis of the returned device, the most probable root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for a variceal treatment. The exact procedure date was unknown. During the procedure, the band prematurely deployed right after the previous band deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code (B)(6) captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for a variceal treatment. The exact procedure date was unknown. During the procedure, the band prematurely deployed right after the previous band deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: additional information block d4 (lot number and expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on july 16, 2024. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for a variceal treatment. The exact procedure date was unknown. During the procedure, the band prematurely deployed right after the previous band deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.